Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This is a duplicate of MDR #1218950-2015-06749.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator showed charge/shock errors following opcheck. There was no negative patient impact.